Event description:
Rn reported to products review committee that she was unable to purge pumps with three filters out of one box. A member of the products review committee stated this has occurred several times and they have identified the lot number. (*)